Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, foreign material was found in the nozzle; a chemical analysis of the foreign material revealed rust and organic silicone. It is possible that the foreign material may have originated from the use of an antifoaming agent or similar, which may have remained inside the nozzle due to insufficient cleaning, leading to the blockage. A definitive root cause of the issue could not be determined, as no additional facility device cleaning/reprocessing information was reported or available, however, it is believed that some kind of reprocessing factor caused the foreign material to be generated and remain inside the nozzle. It is also possible that the residue also led to the generation of rust. The event can be detected by following the instructions for use which state: in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.